Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No further tests possible due to unresponsive buttons. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 224 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. The customer also reported that the buttons of the insulin pump were unresponsive and sluggish. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.